Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The attachment is stripped.

Manufacturer narrative:
Visual examination of the submitted instrument found wear on the attachment end and areas of deformation on the flats. The root cause is attributed to product wear out. The instrument has been subjected to heavy usage. Based on the investigation's determination of wear out as the root cause, the need for corrective action is not indicated. Continue to monitor via (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.